Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the nurse was trying to clear the air bubbles for a baby in the nicu. The nurse increased the tpn rate to 45 ml/hour, the current "soft max." She then forgot to change the rate back to 5ml/hr. This caused an over infusion.